Event description:
Product returned to medtronic for analysis - reported in medtronic database. Medtronic file no. (B)(4); removed at the (B)(6); categorized as c500 non-complaint by medtronic and closed. No complications. The patient no longer wanted the device. The device was placed in 8/22.